Event description:
It was reported that the ilet generated recurring alert 38 for consecutive stalled motor during insulin delivery; the user attempted multiple restarts and dismissals, a dry run resulted in an unable to proceed message, and the rewind reportedly sounded abnormal, after which a replacement ilet was provided. Symptoms included none reported. Outcomes included no clinical impact reported. Investigation included device replacement logistics and retrieval of the original device for evaluation. Investigation of this case revealed a reported motor stall condition with abnormal rewind noise consistent with a potential pump mechanism malfunction. It was concluded that the event was related to a suspected device malfunction affecting the insulin delivery motor.